Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure. Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged based on the review completed on 03-feb-2026 and investigation completed on 03-feb-2026 this MDR is being submitted as the initial report. Complaint investigation results a complaint investigation was conducted based on the event description and the assigned malfunction code soft cannula bent/kinked/crimped after removal - blockage. Additional information was requested to support the investigation; however, a lot number information was not provided. No device, device components, or other visual or physical evidence was made available for evaluation. Consequently, visual inspection, retain-sample testing, or the assessment of potential product performance issues, component integrity, or manufacturing defects could not be performed. In response to the complaint and due to the absence of a specific number, a high[?]level investigation was conducted for the autosoft xc product family and the assigned malfunction. The investigation encompassed an eqms search, assessment of complaint trends, and the review of risk management files. No systemic issues were identified. Please refer to the attached memo for full details: autosoft xc_cannula enclosure 1: eqms search results enclosure 2: maintenance results enclosure 3: raw data for complaint trending corrective and preventive action (CAPA) determination based on the investigation, no further action is required. The record will be closed and monitored through tracking and trending per work instruction (wi) (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Complaint investigation - conclusion due to the absence of a lot number and returned product, the investigation was limited to a high level review of the autosoft xc product family, including an eqms search, complaint trending, and review of applicable risk management documentation. No evidence of a systemic issue was identified. No further action is required at this time, and the record will be closed with continued monitoring through routine tracking and trending. The record may be reassessed if additional information becomes available.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2024 that resulted in moderate ketones and highest blood glucose of 350mg/dl. The infusion set has been used for three or more hours after insertion. The patient's mother worked with healthcare provider to give manual injections for ketones and changed infusion set. No further information available.